Event description:
Doctor reported using ethyl chloride to anesthetize area, introduced electrical cautery equipment (hyfrecator) and drape caught on fire causing a practical thickness (second degree) burn to the patients knee.

Manufacturer narrative:
Although no lot/expiration information was provided, there is no information to suggest there is a failure of the device or malfunction of the device. The information provided suggests the adverse event was caused by user error by the healthcare practitioner, as the practitioner reported he used ethyl chloride to anesthetize the anus and then performed fulguration of anal warts with the hyfrecator. Practitioner also indicated patient's legs were covered with a paper drape, when using the hyfrecator the drape caught on fire causing a second degree burn on the patient's right inner knee. The burn required silvadene and debridement. The ethyl chloride labeling (product and instructions for use) contains multiple warning regarding the flammability of the product and to not use with electrical cautery equipment. Additionally, the electrical cautery equipment (hyfrecator) operating manual also indicates to not use with flammable preparations or drapes which are flammable. Both devices were used contrary to their labeling. It can not be determined the cause of the drape catching on fire based on the information provided. The hyfrecator could have directly caught the drape on fire via a spark or the introduction of electrical cautery could have resulted in the ignition of the ethyl chloride liquid, indirectly causing the drape to catch on fire resulting in the burn to the patient. As indicated above the gebauer's ethyl chloride labeling was reviewed as part of the evaluation, the device labeling on the ec products include multiple warning regarding the flammability of the product: product label: ghs symbol for flammable on the principal display panel of the product label; do not use near fire or flame; warning symbol flammable do not use with electrical cautery equipment. Carton label: ghs symbol for flammable on the principal display panel; ethyl chloride is flammable and should never be used in the presence of open flame or electrical cautery equipment.